Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 460 mg/dl. Customer treated high blood glucose with manual injection and blood glucose went down to 200 s mg/dl. This morning the blood glucose was 320 mg/dl and now it was 365 mg/dl. Based on customer report customer does not allege pump was under delivering. Adv to d/c at qr. Adv to remove set from body. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Ran self test to ensure pump functions and which was passed. Performed displacement test and in which the insulin pump alarmed no reservoir. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.